Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product codes: mni, mnh, kwp, kwq. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with click x construct on an unknown date. Reportedly, the patient was returned to the or on an unknown date for revision surgery due to loose and failed locking mechanism of the locking caps. This is 3 of 3 reports for the same event.

Event description:
The hardware was removed, date unknown.

Manufacturer narrative:
Device was returned for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.